Manufacturer narrative:
The user facility submitted medwatch for this event: 2400100000-2021-8014. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked. This was identified during patient infusion with chemotherapy. The fluid dripped from "the area of the IV tubing between the IV bag and some point on the drip chamber of the IV tubing"; approximately 20ml of fluid was on the floor. The customer further reported the leak was approximately "between the IV tubing and drip chamber." There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure test and clear passage under water was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.